Event description:
Product surveillance contacted the home patient's caregiver (cg) on (B)(6) 2012 in regards to a sample request for an unrelated event. The cg said her daughter had already discarded the sample because her husband had passed away the past week. Additional information was received from global pharmacovigilance (gpv) on (B)(6) 2012. Gpv contacted the peritoneal dialysis registered nurse (pdrn) on (B)(6) 2012. The pdrn stated the patient passed away on (B)(6) 2012. The pdrn declined to provide any further information pertaining to this patient's death.

Manufacturer narrative:
(B)(4). The device has been received and is currently in the process of being evaluated. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Review of the devices logs revealed no failure, malfunction or iipv events that could have caused or contributed to the reported difficulty. The device passed both the homechoice rite electrical test and the homechoice rite functional test. The device was determined to meet performance specification requirements per rite testing. Internal & external visual inspections revealed no problems. The pal evaluated the device and no failure or malfunction were identified that could have caused or contributed to the reported difficulty. The device was sent for normal servicing. The problem was not confirmed. The assignable cause of the problem was undetermined.